Manufacturer narrative:
As neither a lot number nor samples have been made available to us, no analyses of disperive electrodes could be performed. We have requested several times for additional information and the device involved in the incident but have not received either. We have been informed by the distributor on (B)(6) 2020 that "this file was closed". We expect to receive no further information. In any case, the incident described occurred not at the site of the dispersive electrode but at the active electrode's / the pencil's. The root cause for the arcing observed at the pencil and the subsequent patient burn at the site of surgery thus needs to be searched for at the pencil and the active electrode. We therefore consider the investigation closed and no further conclusion can be drawn.

Event description:
On (B)(6) 2020 we have been informed about an incident involving a dispersive electrode. A right partial mastectomy with lymph node and needle localization procedure was performed at an unknown hospital in the us. A megadyne dispersive electrode catalog number 0855c (our model rs271a30) and an unknown generator were used. The user report stated: " it was reported by the sales rep [representative] that during a right partial mastectomy w[ith] lymph node and needle localization an arching electrical current jumped from the pencil and burned the patient. It is unknown how the case was completed. One device will be returned."